Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered five bursts of anti-tachycardia pacing (atp) and a single electric shock. Technical services (ts) reviewed the available data and noted that the therapy appeared to be a result of conducted atrial flutter. Device reprogramming options were provided as was the possibility of rate control medication. This device remains in service. No additional adverse patient effects were reported.